Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra aortic balloon pump exhibited discrepancies in arterial pressure measurements when using the fiber optic fo module. Pressure values transmitted via the fiber optic sensor were reported to differ by greater than 30 mmhg compared to pressures obtained from standard fluid filled arterial catheters. No patient harm or injury was reported.